Manufacturer narrative:
The pump was received with a button error alarm and an intermittent act button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a case cracked at the reservoir tube window corner, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that the pump was not dropped but it could have been exposed to moisture since she was sweating. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.